Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that patient would like to return the pw100 because the flex wicks were causing urinary tract infection with redness and irritation. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. Female wicks used. It was unknown what medical intervention was provided. Per additional information received via email on 26aug2025, the first time they used pure wick they were surprised by the force of the motor. The pull was very annoying and uncomfortable. It kept patient up all night. They called the help line number, and a very nice lady explained that because patient complained of leakage, patient had not placed the wick correctly and that it should be molded to patient body by folding the wick. The next time they used it there was no leakage; however, the pull of the motor was extremely uncomfortable and again kept patient up all night. In the morning, when patient removed the wick, they saw a drop of blood on it, and patient was very sore. That was when patient contacted their doctor and was told to come to office. Doctor examined patient and said that the area was swollen and irritated. Doctor suspected a urinary tract infection. A urine sample was given, and doctor prescribed an antibiotic. Although they know that it occurs frequently to older women, patient had never been diagnosed with one.

Event description:
It was reported that the patient states that she would like to return the pw100 because the flex wicks are causing uti with redness and irritation. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. (Female wicks used) it was unknown what medical intervention was provided. Per additional information received via email on 26aug2025, the first time they used pure wick they were surprised by the force of the motor. The pull was very annoying and uncomfortable. It kept patient up all night. They called the help line number, and a very nice lady explained that because patient complained of leakage, patient had not placed the wick correctly and that it should be molded to patient body by folding the wick. The next time they used it there was no leakage; however, the pull of the motor was extremely uncomfortable and again kept patient up all night. In the morning, when patient removed the wick, they saw a drop of blood on it, and patient was very sore. That was when patient contacted their doctor and was told to come to office. Doctor examined patient and said that the area was swollen and irritated. Doctor suspected a uti. A urine sample was given, and doctor prescribed an antibiotic. Although they know that it occurs frequently to older women, patient had never been diagnosed with one. Per additional information received on 17sep2025, (B)(6) is a patient under my care. (B)(6) was seen in the office (B)(6) 2025 to evaluate and treat her complaint of vaginal pain and burning after use of the purewick this week. Upon her visit, vulvar erythema, positive for urinary frequency, and urinary urgency was noted. (B)(6) was advised to continue to use purewick along with lubricants on vulva and was empirically treated with a prescription for macrobid while obtaining final urine culture results. The pathogen that was evident in the final urine culture results was enterococcus faecalis > 100,000. (B)(6) was then informed to complete the appropriate prescription for her acute urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Optional (prior to sealing canister lid): while operating the purewick urine collection system, ammonia odor for up to 1800 ml of urine can be eliminated by adding 2 teaspoons (10 grams) of vitamin c (ascorbic acid) powder into the collection canister before use. At least 99.93% of pure vitamin c (ascorbic acid) is recommended. If using the pfrivacy cover (j), slip privacy cover onto canister (similar to a coffee cup sleeve) prior to placing canister into the base. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Troubleshooting information: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. Replacing canister and tubing replace the canister and tubing for each patient according to useful life: ¿ every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle) ¿ every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle) if you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. Specifications (pw100 and pw200) operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi) a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states that she would like to return the pw100 because the flex wicks are causing uti with redness and irritation. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. (Female wicks used) it was unknown what medical intervention was provided. Per additional information received via email on 26aug2025, the first time they used pure wick they were surprised by the force of the motor. The pull was very annoying and uncomfortable. It kept patient up all night. They called the help line number, and a very nice lady explained that because patient complained of leakage, patient had not placed the wick correctly and that it should be molded to patient body by folding the wick. The next time they used it there was no leakage; however, the pull of the motor was extremely uncomfortable and again kept patient up all night. In the morning, when patient removed the wick, they saw a drop of blood on it, and patient was very sore. That was when patient contacted their doctor and was told to come to office. Doctor examined patient and said that the area was swollen and irritated. Doctor suspected a uti. A urine sample was given, and doctor prescribed an antibiotic. Although they know that it occurs frequently to older women, patient had never been diagnosed with one. Per additional information received on (B)(6) 2025, (B)(6) is a patient under my care. (B)(6) was seen in the office (B)(6) 2025 to evaluate and treat her complaint of vaginal pain and burning after use of the purewick this week. Upon her visit, vulvar erythema, positive for urinary frequency, and urinary urgency was noted. (B)(6) was advised to continue to use purewick along with lubricants on vulva and was empirically treated with a prescription for macrobid while obtaining final urine culture results. The pathogen that was evident in the final urine culture results was enterococcus faecalis > 100,000. Joyce was then informed to complete the appropriate prescription for her acute urinary tract infection.